Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 3006705815-2020-00357. Related manufacturing report number: 1627487-2020-00826. It was reported that the patient was not getting adequate stimulation with their scs system. The patient underwent surgical intervention wherein the entire scs system was replaced. Therapy was restored post-operatively.